Manufacturer narrative:
Specific patient information with regard to age and weight was not provided by the doctor. Although the doctor identified three (3) different lot numbers associated with the incorrect shading, he could not verify which lot was used on the patient; therefore, no lot numbers were identified of this report. The lot numbers involved in the alleged incident include 5248895, 4119565, and 4595799. The doctor drilled out the composite and replaced it using a different lot of the same product during the same office visit, without further incident. To date, the patient is doing fine. The products involved in the alleged incident were not returned; therefore, retained samples from the each of the reported lots were evaluated, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.

Event description:
A doctor's office alleged that the shade of the flow-it material appeared to be too dark after light curing a patient's restoration.